Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an unresponsive contrast button, a dim pinkish display, and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: keypad cover was torn from 'ok' to 'up' buttons. The 'contrast' button is unresponsive due to missing a key contact. Removed keypad cover to check the condition and evidence of contamination was found under all key contacts. The down' and 'ok' buttons symbols on the keypad cover were worn. Dim pink display screen was found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. There was a crack from the top of battery compartment to the pump case seal. Moisture corrosion was visible in ¿battery compartment¿. Removed pump cover to inspect for the moisture, but no moisture corrosion was visible in the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).